Manufacturer narrative:
Device received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were cracks near the battery compartment. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.